Manufacturer narrative:
A ge service rep performed an on site investigation. The main power cord and foot switch were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 7900 system shut down during a case. The switch caught fire, then the monitor would not turn on. No pt injury was reported.